Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 11:00 am est, the cgm repeatedly alarmed for high glucose readings of approximately 304 mg/dl. Due to these alerts, the husband relied on the cgm value and administered 15 units of rapid-acting insulin via injection to the patient. After treatment, the husband performed a bgm fingerstick test, which showed a glucose level of 62 mg/dl, while the cgm continued to display 304 mg/dl. The patient developed symptoms including jitteriness and confusion, with bgm readings dropping further into the 40s and 30s mg/dl, after which the patient lost consciousness. The patient regained consciousness after approximately 3¿4 minutes and consumed oral carbohydrates and sugars. No medical personnel were contacted, and the patient did not visit a clinic or hospital. At the time of the report the patient was still feeling woozy but improved. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken after taking insulin. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.